Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the day after an implant procedure, the right atrial lead was confirmed to be dislodged via x-ray. It was also reported that about six days after the implant procedure, the holter monitor revealed the device was undersensing premature ventricular contractions (pvcs). The lead was programmed off and the device remains in use. No patient complications have been reported as a result of this event.